Manufacturer narrative:
The reported event of an inability to pair was confirmed. Analysis found the device was unable to pair due to the device being in device reset. The cause of reset was unknown. No further anomalies were detected.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.